Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-29 was reviewed. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. The last infusion set change was logged on (B)(6) 2024 while the last cartridge change was logged on (B)(6) 2024. A dexcom g6 sensor session was started on (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. There was inconsistent use of the meal announcement. The last meal announcement delivered prior to the event was on (B)(6) 2024, a usual sized lunch meal, given at 1:17 pm. There were no meal announcements delivered on the two days prior to that. Review of the ilet report shows on (B)(6) 2024, the day prior to the event, the user experienced a mild hypoglycemic episode (30 minutes below range, nadir cgm glucose of 52 mg/dl) before a prolonged period of hyperglycemia that extended into the morning of (B)(6) 2024, the day of the event (7.5 hours above range, peak cgm glucose of 256 mg/dl). On the day of the event, cgm glucose was elevated and slowly drifted into range. Insulin dosing was decreased at 1:32 am when cgm glucose was 184 before dosing was completely suspended at 4:37 am (cgm glucose was 85 mg/dl). Cgm glucose went below range on (B)(6) 2024 at 5:17 am (below range for 90 minutes, nadir cgm glucose of 45 mg/dl). Cgm glucose then began to rise more than 3 mg/dl/minute, staying above range for 55 minutes and peaking at a cgm glucose of 293 mg/dl before it began to drop at a rate of more than 2 mg/dl/minute, leading to another episode of hypoglycemia (below range for 50 minutes, nadir cgm glucose of 43 mg/dl). The ilet dosed insulin in response to the rising cgm glucose values, and suspended insulin as soon as cgm glucose began to trend down again when cgm glucose was 275 mg/dl, 90 minutes prior to the hypoglycemic episode. It is not clear from the user's report which hypoglycemic episode required assistance to treat. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. These alerts were not consistently being acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the ilet report, device logs, and case notes, the ilet operated as intended by increasing and decreasing insulin in response to rising and falling cgm glucose levels. The assignable cause for this hypoglycemic event is a failure to use the device properly and in accordance with the device training by not announcing meals and over-treating hypoglycemia, indicated by periods of prolonged hyperglycemia as well as hyperglycemia following hypoglycemia. Both of these behaviors can contribute to the risk of hypoglycemia as the ilet tries to respond to rapid and significant changes in cgm glucose.

Event description:
On 4/29/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg). The event occurred on 4/29/24. A beta bionics customer care agent followed-up with the user about the event. The user reported their bg dropped to 46 mg/dl and as a result they experienced dizziness and fell walking to the bathroom. The user needed assistance getting up. The user ate 2 glucose tablets to get their bg back in range. The user has disconnected from the ilet and has reverted to previous therapy. The user stated they are not able to do the ilet tasks necessary to keep themselves from having bg issues (announce meals, treat hypoglycemia per device training). The user stated their other medical conditions and medications they take make it difficult for the user to remember meal announcing and how to troubleshoot. The user will not be returning the ilet but will be keeping it to go back on at a later date when they are ready.